Event description:
Customer complaint reports: "I have had some feedback today on your radial artery catheterisation set (ra-04120) of which we are having some difficulty. At the injection tip, there is a sheath that does not sit quite flush making insertion difficult and painful for the patient." It was reported "we have had this occurring over our last 20+ insertions and each time, patients have experienced more than usual force and pain at the site." Additional information received 01sep2022: physician has noticed on the last 20+ insertions that extra force is needed to be applied to puncture and advance the catheter and needle set through the skin. It is getting caught on the catheter and the catheter is not flush with the needle anymore. The transition from needle tip to where the catheter sits just back from the needle tip is not flat or flush with the needle and is getting caught and therefore requiring extra force to push it through. The patients are uncomfortable when they are being inserted and pushed through with force. Patient status is unknown other than experiencing pain at the site. No additional information was available regarding the 20+ previous insertions. Associated complaints reported in MDR #s 9680794-2022-00609.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.